Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the broken cable. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. There were also scratches on the surface of the distal pulley. Additional findings were the distal end of main tube had a scratch mark showing light material removal. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a cable broke on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.